Event description:
On the literature review " initial safety profile assessment of the navio robotic-assisted total knee arthroplasty ", it was reported that, after undergoing a navio-assisted ra-tka procedure, four (4) patients underwent manipulation under anesthesia. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: initial safety profile assessment of the navio robotic-assisted total knee arthroplasty, international society for technology in arthroplasty (ista) meeting, 32nd annual congress, toronto, canada, october 2019.

Manufacturer narrative:
H3, h6: the navio surgical system us, part number npfs02000, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that without the requested medical documentation, definitive clinical factors which could have contributed to the reported event could not be concluded. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis. The risk review could not be completed as no sufficient information was provided that relates the specific failure mode to the device. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.